Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized for two days due to low electrolytes (non-cycler related). Follow up with the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2016 and was diagnosed with hypocalcemia. The patient was treated with calcium supplements and discharged from the hospital on (B)(6) 2016. Medical records have been requested.